Event description:
A surgical fiber was returned to the MFR with no info other than "bad fiber" and that the case occurred at the cleveland clinic in (B)(6) 2011. It is unk how the case was completed. There was no report of injury.

Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal ot the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Charring detritus on the metal cap and devitrification of the glass cap at the output window were also observed. Both caps remain intact and attached. The returned fiber card was analyzed and fiber usage of 50, 020 joules was confirmed on (B)(6) 2011. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system will revert to a standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.